Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was associated with a system infection. Antibiotics were administered and the infection eventually resolved. No surgical intervention was performed and the lead remains implanted and in service. No additional adverse patient effects were reported.